Event description:
Add'l info rec'd from MFR 1/21/04: a medwatch report has not been filed on this event. Even though a portion of the screw remains in the pt, no add'l surgery was required to prevent permanent injury.

Event description:
During a repair of a comminuted fracture, the screw was inserted into pt and the screw head broke off. The attempt to remove the screw by the physician was unsuccessful. The screw was left in the pt without the head of screw in place.